Event description:
This lead was attempted implant on (B)(6) 2016, due to unknown product performance issue. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).